Event description:
The lay user/pt called lifescan (lfs) affiliate on october 13, 2006 and alleged that his meter was prompting an error 4 message. The lfs representative spoke to the patient and obtained the following information. The pt reported that he was on vacation when he experienced the problem. At approximately 3:00 to 4:00 p.m. The pt began to have feeling hot, sweaty, and his hands were shaking. He had eaten lunch around 12.00 p.m. He attempted to test on his meter and obtained an error 4 message. He was unable to test on his meter for one day prior to the symptoms. He purchased a new meter and tested immediately (at approximately 4:00 to 5:00 p.m.); the result was 87 mg/dl. He ate 2 bananas and went to his hotel to rest. He did not eat anything prior to purchasing the new meter. He felt better after approximately 15 minutes. The pt took his regular insulin as directed, humalog, 4 units in the morning and 6 units with lunch and dinner. He also takes 20 units of lantus, which he did not take the night before. The pt was aware of the difference in the unit of measurement when he purchased the new meter. The pt reported that the test strips were in good condition, the temperature that the meter was exposed to was in the acceptable range, and the testing technique was correct. This complaint is being reported, as the meter issue was not resolved with troubleshooting, the patient was unable to test his blood glucose for one day, and during that time the pt was experiencing symptoms suggestive of hypoglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.